Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level displayed as "high"; cause was unknown. A specific bg value was not provided. Additional information was not provided. Follow up attempts were made to obtain additional information; however, a response was not received.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.